Manufacturer narrative:
(B)(4): the customer reported 12-lead ECG v3 signal loss. There was no report of pt impact. A philips field service engineer reported having evaluated the device, confirmed the issue, and resolved the issue by replacing the leads ECG trunk cable.

Event description:
The customer reported 12-lead ECG v3 signal loss.